Manufacturer narrative:
After further clinical review, this event was reassessed and determined to be not MDR reportable. Although, this event is not MDR reportable, an initial MDR has already been submitted; therefore, this supplemental report is being submitted to document the change in reportability. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was not returned; therefore, visual inspection, functional evaluation and performance evaluation could not be performed. Medical records were not provided. No images or photos were provided. The complaint investigation is inconclusive for the filter allegedly failing to advance through the introducer sheath. Based upon the available information, the definitive root cause is unknown. It is unknown if procedural factors contributed to the reported event. The denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck in the deployment sheath during advancement, no attempt was made to deploy the filter. The deployment system was exchanged for a new filter that was prepped and deployed successfully. There was no reported patient injury.